Event description:
Material#: unknown; batch number#: 3261643. It was reported by consumer that defective plastic 5ml syringe (with stopper) where the stopper is crooked inside the syringe, lot number 3261643. Verbatim: rcc received a complaint via email. Email(s) attached. My daughter (lily) is a phlebotomist at the columbus hospital. On (B)(6) 2023, she informed me of a defective plastic 5ml syringe (with stopper) where the stopper is crooked inside the syringe, lot number 3261643. Per customer response: I¿m overseas this week. When I get back I can send you the sample and packaging. The syringe was not used since it was defective. As for the remaining questions I can contact them next week. 3.how was treatment completed for customer? 4.what was the medication/fluid in use at the time of the event? 5.what was the patient outcome? 6.was there a delay of, or change in, the course of treatment due to the event?

Manufacturer narrative:
One sample of 5ml luer-lok syringe lot 3261643 was received and evaluated. The sample was received with an opened package and all components separated. The stopper is deformed consistent with being jammed for an extended time. The condition observed is non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review was completed for provided lot number 3261643 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Device problem code: a0202 - defective component. Patient problem code: f27 ¿ no patient involvement. Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available.

Event description:
Material#: unknown, batch number#: 3261643. It was reported by consumer that defective plastic 5ml syringe (with stopper) where the stopper is crooked inside the syringe, lot number 3261643. Verbatim: rcc received a complaint via email. Email(s) attached. My daughter (lily) is a phlebotomist at the columbus hospital. On 02nov23, she informed me of a defective plastic 5ml syringe (with stopper) where the stopper is crooked inside the syringe, lot number 3261643.